Event description:
It was reported that a user of the ilet bionic pancreas paired with a libre 3 plus sensor experienced dosing stops soon and subsequent sensor unavailable messages, followed by a sensor failed notification after multiple rescans in the ilet mobile app, leading to referral to the cgm manufacturer for sensor replacement. Symptoms included no glucose data availability due to loss of sensor signal and failed sensing. Outcomes included interruption of automated insulin dosing and transfer to the partner organization for sensor replacement support. Investigation included customer support troubleshooting of sensor connectivity and rescanning procedures. Investigation of this case revealed persistent sensor failure and inability to restore glucose signal despite rescans. It was concluded that the event was attributable to a failed cgm sensor with associated loss of data required for automated dosing, and the user was directed to the cgm manufacturer for replacement.